Manufacturer narrative:
Concomitant medical product: 305u27 valve and 4968-60 lead, implanted: (B)(6) 2008 and 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pace/sense portion had insulation damage near the device header. The lead was repaired and remains in use. The patient was a participant in a clinical study. No patient complications have been reported as a result of this event.